Manufacturer narrative:
Product complaint (B)(4). Batch # r59a35. Device evaluation summary: the analysis results found that the ecs25a device that was reported to be the second device used by the surgeon arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Photo evaluation summary: two photos were provided. Both pictures show a ils25mm device from a top view with the anvil placed. It appears that the washer is completely cut. The safety can be seen in the unlocked position. In picture a batch number r58h5g and serial number (B)(4) can be seen. In picture b batch number r59a35 and serial number (B)(4) can be seen. Based on the photos reviewed, the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: first device: the staples formed properly. The sound of washer cut was heard and the donuts was created properly. Second device: the staples formed properly. The sound of washer cut was heard. The patient didn¿t start intake. Additional information was requested and the following was obtained: what were the indications for surgery? No information from the hospital. What healthcare professional fired the device and what is his/her experience with the device? No information. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No information. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No information. Was either device difficult to close? If so, which one? No information. Was either device difficult to fire? If so, which one? No. The staples formed properly with both devices. Can further description of the donuts after the firing of the second device be provided? If so, please describe. No more information. Was a complete washer transection visually confirmed for both devices? No information, but the sound of washer cutting was heard. How was it determined that the staples formed properly? No information. Is the drain placement normal for this procedure or was it placed due to the issues experienced with the device? No information. Was the hospitalization prolonged? If so, how long? No information. What is the current status of the patient? The patient didn¿t start intake.

Event description:
It was reported that during a semi-open sigmoidectomy, the first device could not be removed smoothly, and a part of anastomosed site was torn along with the donuts. The device was used on the rectum, and the torn part was mucosa. The length of the torn tissue was 1/3 of the donuts. Additional cut was performed with a competitive stapler and second device was used to re-anastomose. Then, the 2nd device also could not be removed smoothly, and the donuts was not created properly. But, no problem was observed on the leak test, so that no additional treatment was performed to complete the case. The surgeon commented that the firing handle was grasped firmly. He waited 30 seconds after the firing to complete it. He thought the device caused the event. The jaws were 1/2 or 3/4 opened when the device was removed from the patient. Patient is still hospitalized and having diarrhea. The drain is placed follow her up.